Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred toward the end of a routine hemodialysis treatment. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit most likely due to the elapsed time troubleshooting the air alarms. The cycler alarmed appropriately to the air in the circuit. The disposable cartridge was not available for evaluation. The exact cause of the air alarms cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.